Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: ny1-sp). It was reported that bss was used as a lubricant in this case. IFU precautions advise: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Exact root cause was not determined. However, from our investigation, we believe the event is not related to our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2021. Reportedly, a cracked/broken optic was identified directly after implantation of the iol. According to the reporter, optic surface reflection was noticed. It was stated that the iol remained implanted after clinical assessment, and a secondary surgical intervention was scheduled (date was not provided). No information about the patient outcome is available. No additional information is available.